Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the surgeon, at closing of the cystic ductus and the arteria, using the er320, the device fired the clips open. Another device was used to complete the case. There was no consequence to the pt.